Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally communicated on 19jul2024 that the modular cable needed to be unlocked incase equipment needed to urgently be exchanged. The cable was able to be unlocked, and a reason for the difficulty disengaging was not determined. There were no alarms noted and no products were to return. The site stated that they routinely check at clinic visits to make sure the modular cable can turn due to prior experiences with other patients modular cables getting stuck. It was also stated that isopropyl alcohol was used to remove debris from around the locking mechanism. After removal, the locking mechanism was freed and loosened but not disconnected. The entire connector was cleaned, and all debris was removed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the customer reported they were unable to undo locking mechanism on modular cable connector to driveline. The customer requested on site visit to have engineers release locking mechanism.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of difficulty unlocking the modular cable inline connector was confirmed by an onsite abbott representative. It was reported that the customer was unable to undo the locking mechanism on the modular cable connector to the driveline. The customer communicated that the modular cable locking mechanism is routinely checked during clinic visits in case the equipment needed to be urgently exchanged. An onsite abbott representative confirmed the difficulty unlocking the modular cable inline connector on (B)(6) 2024 and noted debris around the locking mechanism. It was noted that isopropyl alcohol was used to remove all the debris, and the locking mechanism was freed and loosened. The customer reported on (B)(6) 2024 that a reason for the difficulty disengaging the locking mechanism was not determined. The patient remained ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), until expiring on 29jul2024 (see manufacturer report number 2916596-2024-05209). The relevant sections of the device history records for modular cable, lot number 8670062 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D are currently available. Section 2 of the IFU, ¿system operations¿, contains a subsection entitled ¿replacing the modular cable¿ that provides instructions for disconnecting and connecting the modular cable and pump cable. To disconnect the modular cable from the pump cable, rotate the locking nut of the inline connector until the lock nut spins freely. To connect the modular cable to the pump cable, rotate the locking nut of the modular inline connector until the clicking sound has stopped and the yellow line is hidden by the locking nut. Section 5 of the IFU, ¿surgical procedures¿, also provides instructions for connecting the modular cable to the pump cable under ¿preparing, running, and priming the pump.¿ after securing the connection, turn the locking nut until the yellow line on the threaded portion of the connector is no longer visible. The ¿safety checklists¿ section of the IFU contains a ¿daily safety checklist¿ that includes line items to ensure that the modular inline connector is secure and the connector locking nut is in the locked position. Ensure no yellow indicator is seen under the inline locking nut. Section 8 of the IFU, ¿equipment storage and care¿, contains information regarding how to clean and care for the driveline. This section states: "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." Section 4 of the patient handbook, ¿living with the heartmate iii¿, also contains information regarding how to clean and care for the driveline. This section instructs the user to check the driveline daily for signs of damage and to call your hospital contact immediately if they find signs of driveline damage. No further information was provided. The manufacturer is closing the file on this event.